Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to hospital with elevated lactate dehydrogenase (ldh) and inr. The patient was started on bivalirudin infusion. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that there was chronic, occlusive superficial venous thrombosis involving the right cephalic vein.